Event description:
Primary total should arthroplasty on (B)(6) 2008. Revision due to pain. Surgeon noted loosening of the glenoid and a broken glenoid peg.

Manufacturer narrative:
Explanted devices were not returned to the manufacturer for evaluation. The device history record review provides assurance the device was accepted with conformance to the product requirements.